Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, pain, serosal tears, and adhesions. Post-operative patient treatment included extensive lysis of adhesions, multiple tap blocks, explantation of prior mesh and trans fascial sutures, hernia repair with new mesh, serosal tears repaired with suture, and removal surgery.